Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section e1: telephone number, (B)(6). Section h3: the investigation by our field service engineer resulted in replacing the fluid reservoir dock. The system meets specifications and no product deficiency is present. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The customer reported an issue involving the liquid optics interface face plate, which was described as being loose. This condition led to a loss of suction during use. No further information was provided.

Manufacturer narrative:
Section h11, corrected data: after further review, it was identified that the incorrect date was inadvertently provided in section h4 (device manufacture date) of the initial MDR. The correct date is february 25, 2015. Consequently, this supplemental report is being submitted to supply the accurate information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.